Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® na heparin trace element tube has been found experiencing 11 occurrences of difficult to remove stoppers during use. The following has been provided by the initial reporter: it was reported that the tubes did not meet the product specification of 0.7 lbs for each individual values of 2nd stopper pullout force. Maximum 35.6 ¿ 36.6. This is intended to report out of specification of 2nd stopper pullout forces for bd vacutainer® trace element tube catalog # 367735 made in plymouth UK. We sourced bd vacutainer® trace element 7.0 ml (367735) tubes which were sterilized at nominal (~25 kgy) and maximum dose levels (~36.6 kgy) for 2nd stopper pullout force. The testing indicates both nominal and maximum dosed bd vacutainer® trace element 7.0 ml tubes did not meet the product specification of 0.7 lbs for each individual values of 2nd stopper pullout force for test intervals. The nominal and maximum dose test samples for the 7.0 ml were from lot # 7331966. Date of awareness is the date when particular test interval has performed. Complaint 10 of 10.

Manufacturer narrative:
H.6. Investigation summary. Bd had performed an evaluation of the complaint and observed the failure mode based on the results generated during internal testing. Additionally, the incident lot had expired at the time this issue was being evaluated so no further testing could be performed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 1275287. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It has been reported that the bd vacutainer® na heparin trace element tube has been found experiencing 11 occurrences of difficult to remove stoppers during use. The following has been provided by the initial reporter: it was reported that the tubes did not meet the product specification of 0.7 lbs for each individual values of 2nd stopper pullout force. Maximum 35.6 ¿ 36.6. This is intended to report out of specification of 2nd stopper pullout forces for bd vacutainer® trace element tube catalog # 367735 made in plymouth UK. We sourced bd vacutainer® trace element 7.0 ml (367735) tubes which were sterilized at nominal (~25 kgy) and maximum dose levels (~36.6 kgy) for 2nd stopper pullout force. The testing indicates both nominal and maximum dosed bd vacutainer® trace element 7.0 ml tubes did not meet the product specification of 0.7 lbs for each individual values of 2nd stopper pullout force for test intervals. The nominal and maximum dose test samples for the 7.0 ml were from lot # 7331966. Date of awareness is the date when particular test interval has performed. Complaint 10 of 10.